Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing.the complaint was not confirmed. In addition, a secondary issue was observed, the test strips the meter was also returned and tested. The complaint could not be confirmed. On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately erratic. The reporter claimed obtaining blood glucose readings of "17.8 and 15.7mmol/l" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan's criteria for precision. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.